Manufacturer narrative:
Additional information: the device was not returned for evaluation so no results are available and no conclusions can be drawn. A review of the manufacturing records did not identify any issues which would have contributed to this event.

Manufacturer narrative:
Without a product return, no product evaluation is able to be conducted. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.

Event description:
It was reported that tower reducer would not easily disengage from the screw head during surgery once the reducer got to its fullest reduction capabilities. The procedure was completed with an alternative instrument. There were no reports of patient injury associated with this event.